Event description:
During preparation for cardiopulmonary bypass surgery, the user observed an unvalidated error alarm and a loose connection with the arterial monitor. There were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Eval in progress but not concluded.